Event description:
Same case as 2134265-2009-00351. It was reported that during a coronary artery drug eluting stenting treatment procedure, shaft break and stent dislodgement occurred. The target lesion being treated was located in the calcified right coronary artery (rca). The physician attempted to cross the lesion with a 3.0x8mm taxus liberte stent and the shaft broke, while pushing the device down the vessel. The broken device was successfully removed from within the patient intact. The physician proceeded with another 3.0x8mm taxus liberte stent and was unable to deliver the stent as far as he wanted and, eventually the stent came off the balloon. The physician went down with an unknown balloon and was able to deploy the stent. No patient injuries and complications were reported during the procedure. Patient status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.